Manufacturer narrative:
The device was not returned for analysis; therefore, no physical or visual analysis could be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted the event as reported. The history records indicate this product was final inspection tested and determined to be acceptable. The curve of the safari2 guidewire should be constrained within a catheter during insertion into or withdrawn from the body or treatment site. In the original report the prof "supposed a perforation of the left ventricle". Additional information received noted: "during the vessel surgical intervention they detected an acute a-dissection (up to the truncus) with an anterio-lateral entry at the height of the upper crown. This was also the reason for the percicardial effusion. At the moment we don't have a valuable reason for the cause of the dissection." Since the guidewire should only be introduced and withdrawn through a catheter already in place it is unlikely that the safari2 guidewire was the cause of the dissection. Based on the information received, clinical and/or procedural factors appear to have impacted on this event. This is a known inherent risk of the tavr procedure. If additional information is received or the product is returned for analysis a follow-up medwatch report will be submitted.

Event description:
As reported: "after final release of the valve, during the final evaluation prof. Decided to post dilate, because the valve was not fully expanded, before she can do the post dilatation the patient became hamodynamic instable, resuscitation was performed, in echo there was a large pericardial effusion, pericardial puncture under resuscitation performed, about 20 min CPR. With hamodynamic stability the patient is gone in the cardiac surgery. Prof. Supposed a perforation of the lv with the small safari wire. After contacting prof. Later this day we get the following information: as described the patient underwent emergency surgery. They detected an acute a-dissection (up to the truncus) with an anterio-lateral entry at the height of the upper crown. This was also the reason for the pericardial effusion. Patient is recovering at the ICU but is still in very critical condition. It is not sure, what was causing the hurt of intima but it seems to be sure that the wire was not the reason. Prof also denied to have had up and down movements with the system. It was up to the decision for post-ballooning a very smooth and straight forward intervention." On january 17, 2018 the following information was received: have there been any changes to the patient's condition since the event was reported? If yes, please describe in detail. Unfortunately the patient died during the surgical intervention. What is the patient's current condition and prognosis? See point 1. The event description suggests both ""prof. Supposed a perforation of the lv with the small safari wire." And "it is not sure, what was causing the hurt of intima but it seems to be sure that the wire was not the reason", please further describe what leads prof. To be sure the wire wasn't an additional contributing factor to the event? Prof. Was at first sure that the wire was the contributing factor to the event because she said that she had on time a lv perforation in the past with the safari-wire was there a vessel dissection and an lv perforation? During the vessel surgical intervention they detected an acute a-dissection (up to the truncus) with an anterio-lateral entry at the height of the upper crown. This was also the reason for the pericardial effusion. At the moment we don´t have any valuable reason for the cause of the dissection. What intervention/treatments were performed during emergency surgery? Na. What caused the valve to be not fully expanded? It´s not clear what caused that the valve was not fully expanded. Does the valve remain implanted in its intended location? Yes, the valve does remain implanted in its intended location, the final outcome is not completely clear if yes, is it performing as intended? What is the lot# of the safari wire? The lot of the safari-wire is: (B)(4). Was the wire a safari or safari2 wire? Why aren't the delivery system and wire available to be returned? The delivery system was not returned because there was no reason assume that it was the cause for the pericardial effusion, the wire was after the CPR and the laying in the surgical op not longer available, I think it was disposed of by the assistant staff during the CPR process on january 29th the following information was received: prior response received suggested that the cause of the valve not fully expanded is unclear; however, this does not clarify if the physician is alleging a device malfunction occurred. No valve malfunction is suspected. Was there a perforation and a dissection that occurred? No perforation was evidenced, though a type a dissection was discovered. What was the official cause of death? Official cause of death was acute type a dissection. Prior response suggested "prof. Was at first sure that the wire was the contributing factor to the event because she said that she had on time a lv perforation in the past with the safari-wire".

Manufacturer narrative:
The manufacturing batch lot was not provided therefore a review of the device history records relative to the material, assembly and inspection could not be performed. The device was not returned for analysis at the time this report was submitted; therefore no physical or visual analysis could be performed. This is a known inherent risk of the tavr procedure. A combination of patient and procedural factors appear to have caused or contributed to this incident. If additional information is received or the product is returned for analysis a follow-up medwatch report will be submitted.

Event description:
As reported: "after final release of the valve, during the final evaluation prof. Decided to post dilate, because the valve was not fully expanded, before she can do the post dilatation the patient became haemodynamic instable, resuscitation was performed, in echo there was a large pericardial effusion, pericardial puncture under resuscitation performed, about 20 min CPR. With haemodynamic stability the patient is gone in the cardiac surgery. Prof. Supposed a perforation of the lv with the small safari wire. After contacting prof. Later this day we get the following information: as described the patient underwent emergency surgery. They detected an acute a-dissection (up to the truncus) with an anterio-lateral entry at the height of the upper crown. This was also the reason for the pericardial effusion. Patient is recovering at the ICU but is still in very critical condition. It is not sure, what was causing the hurt of intima but it seems to be sure that the wire was not the reason. Prof also denied to have had up and down movements with the system. It was up to the decision for post-ballooning a very smooth and straight forward intervention."